Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and no delivery alarm customer's blood glucose at time of incident was 427 mg/dl. After the troubleshooting was done, customer was advised to monitor pump and the pump is working as designed. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 427 mg/dl. The customer was treated for high blood glucose with the pump. Customer was offered to troubleshoot for high blood glucose but declined he will call back later to do it.